Event description:
The customer reported clear fluid leaked from the probe block and onto the countertop involving the coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the probe was leaking. The fse bleached the rinse block evacuation pathway and flushed the vacuum pathway. The fse adjusted the rinse block height and verified instrument performance. The instrument conformed to the manufacturer's published performance specification. (B)(4).